Event description:
Reporter indicated that pt was explanted due to infection at the pulse generator/pocket area. It was reported that the infection was initially treated with antibiotics and explant of the pulse generator only. The pt hospitalized again two weeks later for explant of the bipolar lead (leaving electrodes) and debridement of both the neck and chest incisions. The pt was prescribed oral antibiotics and discharged the following day. The pt had reportedly irritated/scratched at the incision site. The infection has reportedly resolved.